Event description:
It was reported that the wake button was sticking. Customer's continuous glucose monitor read "high." However, a specific blood glucose (bg) value was not provided. Subsequently, the customer went to the hospital due to an elevated blood glucose level. The customer was treated with intravenous insulin and saline. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.